Event description:
Customer reported discordant troponin results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The cause for the discordant troponin results is unknown.